Event description:
Reported 1 false negative result for one patient. It is unknown whether the patient was symptomatic. Unknown if the result was confirmed. Confirmation method(s) not provided.

Manufacturer narrative:
Root cause: insufficient information. Source: email.